Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that the subject felt pain in shoulder. Discovered glenoid component was loose. Patient was revised to a reverse prothesis. No other effects noted in report. Subject: (B)(6).